Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion pen needles 4mm x 32 gauge the needle was clogged and unable to deliver the medication. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer a clogged needle. Consumer reported finding more pen needles that clogged during flow check within this current box on relion pen needles. Saved one pen needle for mailing kit.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 24-jun-2022. H6: investigation summary customer returned a total of 2 used 4mm, 32 gauge nano pen needles. Visual inspection of the pen needles did not find any issues. Both pen needles were attached to a test pen. Saline was pushed through the system and out the distal tip of the pen needles. Both pen needles were undamaged and functioned as intended. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using relion pen needles 4mm x 32 gauge the needle was clogged and unable to deliver the medication. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer a clogged needle consumer reported finding more pen needles that clogged during flow check within this current box on relion pen needles. Saved one pen needle for mailing kit.